Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their recharger was not connecting to the ins. The patient charged it fine last week, but today were having difficulties and also encountered a couple different recharger codes. Patient could not recall the first code but thought it was 709 and the second code appeared after resetting the charger which was 3167. Patient services reviewed 3167 will appear after resetting the charger and is not abnormal. Patient services reviewed importance of recharger position over the ins. The patient centered the charger over the ins and then moved it about an inch to the right and this resolved the issue. The patient was seeing the normal charging screen with excellent coupling and battery was at 10%. The troubleshooting steps that were taken on the call resolved the issue. The patient called back reporting that they lost charging connection again after ending the previous call and were also encountering recharger not found message. It was determined that the communicator was on and reviewed this can cause telemetry issues with the recharger. The patient turned the communicator off and this resolved the "recharger not found" problem; however, the patient continued to have difficulties charging the ins. The patient had described the incision as "fresh" but states it is healed but they can just feel the incision still and have some swelling at the ins site. The patent also reported little shocking sensations while charging. This occurred when the patient had the recharger on their skin. The belt was not used. The shocking sensation started on the outside of the skin to the inside of the pocket. It was described as 'little shocks'. This occurred when the device displayed "searching for the device". The patient did not report the sensation until several minutes into charging. The patient said that the sensation occurred randomly - not for every charge session. It was noted that the patient was not hot or sweaty. The patient placed the charger over their shirt, but then reported they went through the shirt from their back to their thigh. Patient services  recommended that the patient take a break from trying to charge the ins until they can consult with their physician on implant site healing; the patient confirmed they will do so. Additional information was received from a manufacturer representative (rep). The rep reported that they were contacted by patient stating that patient still can't recharge. Technical services(ts) reviewed with rep, in light of implant site not healed and position of implant is in question, it would make more sense to let the implant site heal and assess the area before replacing equipment. Rep said she wants to replace the equipment now, before patient has follow up with hcp to make sure manufacture has done all that is possible. Ts told caller that patient will need to call pats with docking station serial number for replacement. In an email response the rep reported cause of difficulty maintaining connection to recharge was not determined. Most likely cause is a recharger issue. A new recharger was sent to the patient. The patient confirmed able to successfully charge their implant. The implant depth was said to be ½ inch. Regarding the shocking sensation it was said it was only felt during a recharge session. The patient tried with and without a layer of clothing. The patient tried over their clothes and under. The layer of clothing did not resolve the sensation. The sensation was coming from the metal pins on the blue side of the recharger.